Manufacturer narrative:
Bayer received notification about this complaint from the FDA. (B) (4).

Event description:
A pharmacist contacted the FDA on behalf of a customer. He stated control tests were performed using 3 different bottles of test strips and the strips read "hi". The normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. No other info was provided about the event. It's not known if any product will be returned for eval.